Manufacturer narrative:
This report is submitted on september 28, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under general anesthesia on (B)(6) 2021 in order to remove the abutment. The patient was replaced with another new abutment during the same surgery.